Event description:
Healthcare professional reported "textured to smooth implant exchange". Healthcare professional later reported "rupture and highly attenuating lymph node" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported "textured to smooth implant exchange". Healthcare professional later reported "rupture and highly attenuating lymph node" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.